Event description:
The customer reported that while unplugging the bodytom, the CT technician received an electric shock. When the technician touched a metal blade on the power cord. The shock pushed the worker to the ground.

Manufacturer narrative:
Based on the investigation completed by our service team, it was determined that the cause of the shock was due to the power supply from the wall and not from the actualy bodytom CT system. To prevent this from happening again, a corrective measure of installing a switch to control the outlet was suggested.